Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The physician was attempting to stent a superior mesenteric artery that had restenosis. He predilated then went in with the stent. He thought the stent caught on the strut of a previously placed stent and our stent was dislodged from the balloon. He snared the dislodged stent and tried to pull into the sheath. He was unsuccessful. He was unable to remove the stent with a snare. The physician located the stent in the iliac artery and did a cut down to remove it. The patient is doing well.